Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture. Patient information (ID, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.

Event description:
The nasopharyngeal tube was inhaled by a patient during respiratory therapy causing a brief period of occlusion of the nostril. It was promptly successfully retrieved via manual extraction by the treating therapist. No patient harm was reported.